Event description:
The physician explanted this lead due to dislodgement while replacing the ICD due to telemetry difficulties.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated a bent is-1 connector pin. The lead's distal part was found pulled out from the ring electrode. Based on the characteristics the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. Cuttings in the insulation and blood the lumen most likely occurred during surgery. The analysis did not reveal any sign of a material or manufacturing problem.